Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the gas supply test among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check that included the gas supply test among others. The provided log shows that a technical error was generated indicating the memory backup battery is depleted. The pre-use check failed the flow transducer test, pressure transducer test, turbine and gas supply test sequence, gas supply test and the barometer test. Our field service engineer investigated the ventilator on site. During the inspection, the control printed circuit board (pcb) was found to be defective. The control pcb was replaced and all tests after the replacement passed. The control pcb is a part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate the inspiratory and expiratory gas flow. Includes a memory backup battery. The system software must be re-installed when the control pcb is replaced. The replaced pcb was not returned for further investigation. Therefore, the root cause to the reported issue cannot be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).